Manufacturer narrative:
Based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that the dislodgement is a known inherent risk with use of this product.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) two months post implant. The lead was noted to have dislodged. Surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.